Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft on (B)(6) 2012. After follow-up by CT scan, the patient had a thrombus-lined aorta above the afx graft that the physician wished to cover. There was no issue with the first graft that was placed. Secondary case occurred on (B)(6) 2016 and the patient was implanted with an ovation extender to use as a cuff to trap that thrombus between the graft and aorta.